Manufacturer narrative:
In the evening of (B)(6) 2019, after the user had performed routine weekly cleaning procedures, the analyzer generated "pressure lower errors", prompting the user to contact the sysmex technical assistance center (tac) for assistance. The user informed the tac representative that quality control (qc) analysis for the morning run of (B)(6) 2019 had been in range. Patient samples were processed. Qc for the afternoon of (B)(6) 2019 recovered out of acceptable range. The user shut down the analyzer and performed cleaning of the sample rotor valve (srv). Qc analysis was repeated and recovered within acceptable limits. A precision study was performed by the user and deemed acceptable by the laboratory's medical director. The laboratory resumed processing patient samples on the analyzer. The sample was reanalyzed and discrepant results were obtained. A corrected report was issued. The sysmex xt-2000i instructions for use (IFU), chapter 13 - troubleshooting, provides a listing of error messages, probable causes, and corrective actions. For the "pressure lower error" is noted that the analyzer status will be in an "emergency stop" status. Probable cause is listed as: "pneumatic unit power is off during the operation" or " pressure connection tube is disconnected". Corrective action listed is: "check the pneumatic unit power switch and the power cord connection", "check the pressure connection tube". A sysmex service engineer was dispatched and confirmed that all sample analyses had been performed in the manual mode. Data review documented that the affected sample analyses had not generated any errors. The se checked the pressure time stamps for the samples and did not find significant deviation in the pressures in the analyses. The se confirmed that pressure and vacuum levels were showing to be stable on the analyzer sensor screen. The se performed routine evidence based maintenance. Root cause of the event is undetermined. A sysmex technical product manager (tpm) stated, it is possible an obstruction in the manual aspiration path, such as a clog in the hgb section of the srv, contributed to the event.

Event description:
Analysis of the patient sample generated an erroneous low hemoglobin (hgb) result. A transfusion order for packed red blood cells (prbcs) was placed based on the erroneous result and the transfusion was initiated. Repeat testing of the patient's sample generated a hgb value in the normal range. The transfusion was stopped. The patient received 163 ml of the prbc unit. No negative patient impact was reported due to the transfusion.